Manufacturer narrative:
To date, the device is not expected to be returned to integra for evaluation; the device was discarded by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a 9mz205 right angle ventricular catheter was used during an unspecified procedure. The catheter was opened and placed into the patient's ventricle. It was reported that when the valve was attached, the cerebrospinal fluid leak was noted from a small pin hole in the catheter midway along the extra-cranial portion. The catheter was removed, discarded and a new one was opened and applied. Additional information received on (B)(6) 2018 indicating that another catheter was available and used without further issue. It was also reported that there was no delay or adverse outcome to the patient.

Manufacturer narrative:
Additional information was received on 20mar2018 with the following: on (B)(6) 2018, insertion of shunt was being performed on a (B)(6) female patient. The patient's status post procedure was reported to be good. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The product was discarded. However, an investigation of the device manufacturing records was conducted by the manufacturer. A manufacturing defect is deemed unlikely given the current controls (100% visual inspection of the catheter during manufacturing, and additional random controls at quality control), and given the absence of cutting tool used at packaging step. The exact root cause of the reported hole in the catheter could not be determined. In addition, device history records were reviewed and did not reveal any anomaly.